Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot switch was not connecting. Upon troubleshooting, fse found that the status of the wi-fi (led) indicator on the wireless footswitch was flashing red even when the power switch was off. To resolve the issue, fse replaced the wireless footswitch. The defective wireless foot-switch was returned to philips for failure analysis and the cause of the failure was found to be missed anti-slips. All anti-slips should be attached to the footswitch assy but 3 out of 4 anti-slips were missing. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the wireless foot switch is not connecting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.